Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.

Event description:
A customer reported he received an error-4 display message on his freestyle freedom blood glucose meter upon test strip insertion. As a result, the customer reported he took his insulin and then he experienced dizziness and loss of consciousness. The paramedics were called and he was treated with glucose intravenously. The customer was transported to a health care facility where he was reportedly diagnosed with hypoglycemia and kept being treated with intravenous fluids. Although a reading of 36 mg/dl was reported the device used to obtain such reading is unknown. The customer also reported he drank orange juice to alleviate his symptoms. There was no report of death or permanent impairment associated with this event.